Manufacturer narrative:
Investigation summary: investigation into this event found that calibration parameters were atypical compared to expected responses. The customer follows ocd recommended procedures for slide handling, immunowash fluid, and calibrator and control fluid handling. Precision test results were within acceptable ranges. Calibration with an alternate lot of slides was acceptable. The root cause is unable to be determined.

Event description:
A customer observed positively biased phyt results while verifying calibration of a new slide lot. No patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.